Event description:
The complaint was reported as: the comfort flo circuit became disconnected at the end of the tubing and column connection. The disconnection was not realized by the therapist until the vital signs of the pt started to drop. No pt injury reported.

Manufacturer narrative:
The customer complaint was not confirmed due to lack of product sample and lot number. However, based on similar complaints r and d department implemented a CAPA to assure a more robust retention.